Event description:
A (B)(6) pt underwent nanoknife ire treatment for liver cancer on (B)(6) 2010. An event was reported for hypertension. Baseline blood pressure was reported at (115/74). Bp increased to (118/82) and pt was administered fentanyl, which brought the bp down to (105/68). Pt tolerated procedure very well and will be discharged from the hospital later in the day.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No components of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents it was determined that the device met all specs and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the hypertension could not be determine. The documents review found no product anomalies. This event will be trended and monitored by angiodynamics complaint handling dept. Internal complaint # (B)(4).